Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, the patient had slurred speech and right sided weakness. A magnetic resonance imaging (MRI) confirmed an acute non-hemorrhagic middle cerebral artery infarct with scattered luncar infarct of suspected embolic nature. No other adverse patient effects were reported.